Event description:
It was stated that water got inside the screen of the insulin pump. It was stated that the display would go blank when pressing the act button and it would come back up when pressing the esc button. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had moisture damage on the motor.